Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(4) 2004 and another m2a hip arthroplasty on the opposite hip on (B)(4) 2006. Subsequently, counsel for patient alleges a revision procedure was performed on unknown date due to alleged pain, instability and dislocation. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 3 states, ¿intraoperative bone perforation or fracture may occur.¿ number 4 states, ¿loosening or migration of the implants may occur.¿ number 8 states, ¿dislocation and subluxation.¿ number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is number 1 of 5 mdrs filed for the same event (reference 1825034-2012-02378, -02379 and 1825034-2014-00736 / -00738).

Event description:
Legal counsel for the patient reported that the patient underwent a left m2a hip arthroplasty on (B)(6) 2004 and another m2a hip arthroplasty on the right hip on (B)(4) 2006. Subsequently, counsel for patient alleges a revision procedure was performed on unknown date due to alleged pain, instability and dislocation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's medical records reports patient underwent a left hip revision on (B)(6) 2008. Operative notes report cloudy joint fluid, white caseating granulation tissue, and micro scratches on the metal head. The notes also report that the acetabular component was observed to be below 30 degrees of abduction and retroverted with no real evidence of bone in-growth. The head was removed and replaced. The cup was removed and replaced with a competitor product. Patient medical records also report a second revision on the patient's left hip occurred on (B)(6) 2009 due to instability. The head was removed and replaced. Patient medical records also report patient underwent a right hip revision on (B)(6) 2010 due to metal-on-metal hypersensitivity reaction. Operative notes report purulent-appearing material consistent with alval, fluid, a portion of bone loss, and a transverse minimally displaced fracture. The head was removed and replaced. The cup was removed and replaced with a competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided. Date of event - n/a. Date explanted - n/a. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.